Event description:
The customer reported to a gambro intensive care therapy specialist two incidents where replacement pump kept speeding up and it was delivering too much fluid. In addition, they kept getting self-test failure alarms for the effluent pressure sensor. Following the instructions of the operator's manual, they tried manual reposition procedures, but still could not clear alarms. Facility's biomedical tech checked the machine and could not find any problem.